Event description:
On (B)(6) 2024, it was initially reported to gynesonics that a patient was treated with the sonata system on (B)(6) 2024. Per doctor "I have a patient that I did an outpatient sonata on 2 weeks ago. 4 fibroids, 5 ablations if I remember correctly. At most type 3s to 5s. No submuclus or if there was one it was a type 2. Procedure covered with antibiotics. Meteonidazole and doxycycline but she has been having fever and has now had 14 days co-amoxiclav. Uss didn't look suspicious of a prolapsing fibroid or a pelvic collection. CT findings: the endometrial cavity is distended by low density material and flecks of gas. This measures 7.7 cm x 5.5 cm in cross section and 6.5 cm in longitudinal length. The appearances suggest a necrotic mass in the endometrial cavity and superadded infection is possible given the clinical scenario. A large fundal fibroid measuring 6.5 cm persists. A pedunculated fibroid seen posteriorly measures 2.0 cm. There is no free fluid nor any collection outside the uterus. There is no bowel wall thickening or pneumoperitoneum to suggest bowel injury. No evidence of haemoperitoneum. The liver, pancreas, spleen, kidneys and adrenal glands are normal. The lung bases are clear. Conclusion: the endometrial cavity is distended by a necrotic mass; superadded infection is possible given the clinical scenario. I do not believe there is a role for percutaneous drainage. She clearly has an infection and I will admit her for IV antibiotics of still has a fever. I wonder if this is just the expected appearance of a recently treated fibroid post sonata." Addendum 9/26/2024: the patient has defervesced and will undergo hysteroscopic myomectomy to remove the extruded fibroid.

Manufacturer narrative:
There was no report of device malfunction during the procedure an the system functioned as expected. Submission of this report is associated with the recent acquisition of gynesonics by hologic, inc. During the integration into hologic's adverse event reporting system and procedures, a review of historical adverse events was performed. As a result, this event was identified as being reportable on (B)(6) 2025 and is being reported retroactively out of an abundance of caution.